Manufacturer narrative:
The returned device was evaluated. It was found that upon powering on the unit, some of the led segments on the top row of the seven segment display were not illuminating. However, while performing the operational tests, all the led segments started working again. The segments that initially would not illuminate started to illuminate when required. The device was power cycled several times to try and reproduce the issue, yet, the issue did not reoccur. An internal visual inspection revealed no internal damage or loose cabling. Originally the customer complaint was duplicated upon receipt, but the issue was no longer present following evaluation. Exact root cause unknown.

Event description:
It was reported that a display failure was encountered as some of the led segments on the display do not illuminate. No consequences or impact to patient was reported.